Manufacturer narrative:
A vyaire field service representative (fsr) went onsite to evaluate the device. The fsr identified that the flow sensor was cracked and required replacement to resolve the reported issue. The unit has passed all test, calibrations and is working to manufacturer specifications.

Event description:
The customer reported that while using the avea ventilator, it is auto cycling and passes the extended self-test (est). The customer stated there was no patient involvement associated with this event.